Event description:
It was reported to sales by hospital perioperative materials manager that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 10 months. Patient records were provided and reviewed; the preoperative diagnosis indicates, "bioprosthetic valve thrombosis versus endocarditis, moderate prosthetic mitral valve stenosis. Operative findings indicate, "on preoperative tee, the tissue mitral valve had a large mobile mass consistent with thrombus or vegetation. It was mostly on the atrial side...intraoperatively, there is a 2x2 cm reddish brown mass on the atrial surface of the prosthetic valve leaflets. There is quite severe pannus ingrowth on both the atrial and ventricular sides of the valve and ultimately thrombosis. There is no evidence of infection. The mass was sent for ischemic gram stain which showed a few wbc and no organisms seen. The annulus was sized to a 29 mm edwards bovine pericardial tissue valve. Postoperatively, there is no perivalvular leaks."

Manufacturer narrative:
Method: x-ray. Evaluation summary: as received, heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 12mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate at the stent outflow and heavy at the stent inflow. Host tissue fused leaflets 1 and 3 at commissure 1 by 6mm at the inflow aspect. Host tissue fused leaflets 1 and 3 at commissure 1 by 3mm at the outflow aspect. Vegetation-like structures were also observed on leaflets 1 and 3. Device evaluation confirms heavy host tissue overgrowth as the primary cause of the reported stenosis leading to this explant. The mentioned thrombus mass was not returned with the valve, as it is noted to have been cut out and tested by the hospital. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.